Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to high blood glucose on (B)(6) 2021. Customer's blood glucose was 500 mg/dl. Customer's current blood glucose was 191 mg/dl. Customer treated high blood glucose with manual injection, insulin pen. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose event. Customer had been using insulin pump within 48 hours of high blood glucose event. Auto mode feature was not active at time of high blood glucose event. Based on customer's response they alleged insulin pump was under delivering insulin. Insulin pump will be returned for analysis.